Event description:
The customer reported being hospitalized due to high blood glucose over 700mg/dl. The customer stated that the insulin pump alarmed no delivery. The customer was experiencing high glucose for the past two days. The customer's most recent glucose reading was 217mg/dl, and she has treated with the insulin pump and manual injections. The customer changed the infusion set to solve the issue. Troubleshooting was performed. The programming, time, and date were correct. Ran a fixed prime and high pressure test and the tests passed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.